Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) potentially triggered a false warning for low atrial impedance. It was also reported there was low impedance on the right atrial (ra) lead. The ipg and lead remain in use. No patient complications have been reported as a result of this event.